Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, crease/folding of implant, deformation, lump/nodule.

Event description:
Healthcare professional reported intracapsular rupture at the silicone level in the right breast, slight fluid increase around the silicone, creases, deformation, and millimetric nodular enhancements. Device remains implanted.

Event description:
Healthcare professional reported intracapsular rupture at the silicone level in the right breast, slight fluid increase around the silicone, creases, deformation, and millimetric nodular enhancements. Device remains implanted.